Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with an insulin safety syringe. The customer reports the nurse gave the patient an injection, put the shield in place and set it down. The nurse was unsure if she heard it lock in place. The nurse then picked it back up, the shield slid back and the needle stuck her. The customer followed normal protocol for a needle stick.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion, the results will be forwarded.